Event description:
It was noted prior to generator change that the atrial lead exhibited noise and low pacing impedance. During the operation, an insulation breach was discovered. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.